Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 485 mg/dl at the time of incident. Customer reported other blood glucose values were 710 mg/dl, 525 mg/dl, 536 mg/dl and 120 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer treated with insulin pump. The customer declined troubleshooting. The product will not be returned for analysis.